Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, the meter was giving her hardware error. Due to the error the customer was taken to the emergency room where he was hospitalized for high blood glucose of 343 mg/dl. The customer was throwing up uncontrollably on the hour form 9 pm to 4:30 am. Customer treated high with the insulin pump. She was admitted for diabetic ketoacidosis. Her symptoms were nausea, vomiting, and abdominal pain. Customer declined to perform troubleshooting on the insulin pump as she knew the hospitalization wasn't caused by the device. Customer was advised to call back if any issues occurred. She is not returning the device for analysis.